Event description:
The reporter stated the surgeon attempted to insert cq2015a 20.5 diopter three piece lens. The lens would not advance in the injector. Lens got stuck in the injector. There was no pt contact. Same model, different diopter size lens was implanted. See MFR #2023826-2010-00743 for lens.

Manufacturer narrative:
(B)(4). Evaluation: method: lens work order search. Results: visual inspection of the returned product found the tip of the cartridge damaged. The lens was returned and visual inspection found the lens is stuck in the injector. A lens work order search was performed and no similar complaint was found within the work order. Conclusions: based on the complaint history, lens work order search, and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).